Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s928usqs5czb2. Hardware: sm-s928u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized in the middle of (B)(6) 2026, due to elevated blood glucose levels. The patient's blood glucose levels above 600 mg/dl while wearing the pod on the abdomen between 4 and 24 hours. The patient did not report any symptoms. The patient went to (B)(6) emergency department and was diagnosed with diabetic ketoacidosis (dka). The patient was then transferred to (B)(6). The patient stated that they were treated with fluids, insulin drip and monitoring but did not specify which healthcare facility provided treatment. The patient was sent home two days later.